Event description:
Event description boston scientific received information that this right ventricular (rv) lead was explanted two days after successful implant due to elevated pacing and shocking impedances. Another rv lead was successfully implanted.